Event description:
A 26mm x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in a pt in 2001. The vessel and aneurysm morphology are unknown. It is reported that the pt presented with a limb occlusion 8 and half weeks later. The date of the occlusion is not definite. It is unknown what type of intervention for limb occlusion will take place at this time. Despite repeated attempts to obtain info, there is no info available from the user facility or physician at this time. There were no additional clinical sequelae reported related to the event.